Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement, as the pump was not being used on the customer at the time of the event. Reportedly, the customer will continue using manual injections as insulin therapy until the replacement pump is received.